Manufacturer narrative:
This event occurred in (B)(6). Since calibration and qc were acceptable, a general reagent issue can be excluded. During a review of the alarm trace data, there were frequent "no fluid/not enough" alarms. No issues were identified during a review of the pre-analytical data provided. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for crej2 creatinine jaffé gen.2 (crej2) on a cobas integra 400 plus. The initial result was 0.82 mg/dl. The repeat results were 21.32 mg/dl and 21.65 mg/dl. The questionable result was not reported outside of the laboratory. The crej2 reagent lot number was 415314 with an expiration date of 31-mar-2021.